Event description:
It was reported that the patient received inappropriate therapy due to noise. A fluoroscopy revealed a possible fracture. The lead was capped.

Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with a small cracked on the top shroud. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirments when tested. The instrument was fully functional.